Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following the implantation of intraocular lens (iol) patient experienced halos and glares at night that are so bad and traffic signage was blurry. The patient could not read signs until near. The optometrist told that the left lens shifted after surgery. Additional information has been received and patient had rim and pulses at the corner of the eye when looked to left and signs are hard to make out until right under them. The patient do not drive at night as she sees glares and halos and blurry signs at night, but to a lesser degree in the daytime. The ophthalmologist did a pinhole test which cleared up the distance blurriness. There are two medical device reports associated with this patient. This report is associated with the left eye.